Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent revision breast augmentation with a 535cc mentor memorygel breast implant experienced right sided rupture, and unsatisfactory cosmetic appearances of the breasts post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral mastopexies, and bilateral replacements with sientra prosthesis on (B)(6) 2021. This report relates to the left prosthesis.